Event description:
Boston scientific crm received information that our field representative (fr) called technical services (ts) to report anodal capture and also noted this left ventricular (lv) lead impedances were 2700 ohms. Currently the hospital lab is holding the lead, however the fr stated the lead would be returned to boston scientific crm for analysis.

Manufacturer narrative:
A request for additional information was sent to the fr. Should further information be received, this event would be updated.